Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. As the patient is using a different device/model for each right and left eye, please refer to linked manufacture report (B)(4) 9614392-2024-00054 for associated incident report.

Event description:
This incident was reported by the patient to the manufacturer. It was alleged that the patient experienced an eye infection with symptoms of eye irritation while using the device. The patient states they did not seek medical attention but were advised by a family member who is a nurse practitioner. The patient temporarily discontinued lens use at the onset of symptoms and self-treated with over the counter medication. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information related to the alleged infection is unknown. This event is being reported in an abundance of caution due to the unknown type or severity of the alleged infection, lack of supporting medical information and potential for serious or permanent injury associated with some ocular infection. Should further information become available, a follow-up report will be submitted as appropriate. As the patient is using a different device/model for each right and left eye, please refer to linked manufacture report (B)(4) 9614392-2024-00054 for associated incident report.